Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported "constant air in line" was unable to be reproduced due to a reload set alert. A review of the event history log (ehl) revealed multiple occurrences of air in line. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be the ultrasonic sensor calibration being out of tolerance. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.